Manufacturer narrative:
A ge service representative performed an onsite investigation. The radiologic technologist reported that the mainframe exposure switch became stuck upon initiation of the exposure and required an extra effort to dislodge the switch, in order to terminate fluoroscopy. This resulted in a brief (2-3 second) unintended fluoroscopic x-ray exposure to the patient. The customer's reported issue could not be duplicated. The mainframe x-ray exposure switch was evaluated and replaced. A supplemental report will be submitted at the conclusion of the root cause investigation related to this event.

Event description:
The customer reported that x-ray continued to stay on after releasing the mainframe x-ray switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
The probable root cause is mechanical or electrical failure of the switch resulting in the system intermittently failing to terminate exposure. A more definitive cause for the failure of the foot switch cannot be determined, as the part was not available for further evaluation. Based on the service history review, the foot switch is at least five (5) plus years old; therefore this failure is attributed to normal wear and tear.